Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal hernia repair, when the tacker was being used to fixate the mesh, the tacks were not able to be fired normally from the device. The nurse surgeon inserted the device into the patient and attempted to fire the device but it did not respond. They then removed the device from the patient and attempted to fire the device and two clips came. Another device was used to complete the case. There was no patient harm.